Manufacturer narrative:
Event date: used the first date of the month of the aware date as no event date was provided. Implant date: january device is a combination product.

Event description:
It was reported that in-stent restenosis (isr) occurred. In january, the patient underwent a complex percutaneous coronary intervention and synergy drug-eluting stents were implanted. However, the patient returned back to the lab with isr. No further patient complications were reported.